Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) reading for ph was excessively high right after going on pump. The device was not changed out, as they continued to use for the care. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 05/19/2015: since this bpm unit software was updated from 1.67 to 1.69, they have noticed that prior to the first in-vivo calibration the ph and partial pressure of carbon dioxide (pc02) are reading very high. These very high values continue until the in-vivo calibration is completed. This behavior is different then seen with previous 1.65 version of software. The perfusionist (ccp) stated they have not changed their prime solution and/or not changed their prime solution and/or not changed additives to the prime (e.g sodium bicarbonate dosage). They have not changed clinical practice and this unit, as always, was gas calibrated prior to ue and the calibration was successful. After the initial in-vivo calibration is completed and thus adjusted to the laboratory analyzed values, the ph and pco2 closely follow laboratory analyzed values. These unexpected values are detected as not accurate by the clinical team. The case was completed successfully, without delay and without associated blood loss. There was no harm reported.

Manufacturer narrative:
This complaint is related to MDR #182100-2015-000469.

Manufacturer narrative:
The monitor calibration values were updated from the factory default values the issue was fixed. Per the 1.69 software upgrade, no accuracy is claimed until after gas calibration and an in-vivo calibration are performed. After the in-vivo the values are reasonable. Per diligence with the customer, they found that the upgrade caused the device to switch to factory default values instead of using the last calibrated values, and after that was changed, they had no more issues. No product will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.